Manufacturer narrative:
Additional quality control testing showed the product met acceptance criteria.

Event description:
Limited information provided. A patient diagnosed with chiari malformation had posterior fossa procedure performed on (B)(6) 2023. Duramatrix suturable was used. Further information surrounding the initial procedure was not specified or provided. The patient presented with a csf leak post-op, and had to be brought back for "at least a shunt/drain" to fix the csf leak. Adherus was also utilized for this patient, but it was not specified at what surgery (initial or post-op) the adherus was used. . No issues or adverse events reported after revision surgery. No further information on patient status or patient outcome was provided. No further post-op treatment has been planned or completed.